Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the seal inside the pediport broke into fragments which may remain inside the pts cavity. No additional bleeding and no tissue damage were reported. No pt injury was reported. No additional info available at this time.